Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted as per instructions for use(IFU), states: instructs the user to remove the gripper line, which is performed prior to cds removal. All available information was investigated, and the improper or incorrect use was related to the failure to follow steps as per the IFU (the cds was accidently removed before removing the gripper line). Inability to remove the gripper line was a cascading effect of the user error. The reported foreign body in patient appears to be related to procedural circumstances as (it was not possible to remove the gripper line; therefore, the decision was made to leave the gripper line in the anatomy and secured at the groin). The reported patient effect of foreign body in patient as listed in the mitraclip system IFU is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line and foreign body in patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. During the deployment sequence, the cds was accidently removed before removing the gripper line. When cds and steerable guide catheter (sgc) were completely removed from the patient anatomy, the gripper line ends were visible at the patients groin. The gripper line was pulled, but resistance was felt. A 6fr sheath was used in an attempt to remove the gripper line, but this was unsuccessful. It was not possible to remove the gripper line; therefore, the decision was made to leave the gripper line in the anatomy and secured at the groin. Two clips were implanted, reducing mr to 1. The patient was confirmed to be in good condition. Two days post procedure, the patient remained stable and was discharged from the hospital. No additional information was provided.